Event description:
It was reported that a patient presented with high impedance noted on the right ventricular lead. Further examination was recommended. No adverse patient consequences were reported.